Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a scd pump. The customer states the unit has an error code 8. The unit was sent to a covidien service center. Upon triage a service tech found exterior arcing with burn damage.

Manufacturer narrative:
Submit date: 02/28/2014. An investigation is currently underway. Upon completion, the results will be forwarded.